Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2017 with blood glucose of 494 mg/dl. Customer stated he was queasy the day before. Customer was wearing the pump at the time of the emergency room visit. They gave him an infusion in the blood line. It took two hours for the procedure to complete. The insulin pump will be returned for analysis.